Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). The investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "failed pre-check for o2. O2 set to 100% but only goes up to 70%". This occurrence was noticed during the pre-operational check. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). The investigation is ongoing. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. No log files were provided. To address the issue, a o2 mixer assembly was shipped to the customer. No feedback was received confirming whether the replacement resolved the issue. Although the outcome could not be verified, it is assumed that the issue was resolved by replacing the o2 mixer assembly, as no further issues have been reported. Follow-up 2 - additional information: the entry fields g6 and h11 have been updated. Typo made in follow-up1 chapter h11. It concerned follow-up 1 and not follow-up 2.

Event description:
The following was reported to hamilton medical ag: - hamilton medical ag received the following incident description: "failed pre-check for o2. O2 set to 100% but only goes up to 70%". - this occurrence was noticed during the pre-operational check. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). The investigation is ongoing. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. No log files were provided. To address the issue, a o2 mixer assembly was shipped to the customer. No feedback was received confirming whether the replacement resolved the issue. Although the outcome could not be verified, it is assumed that the issue was resolved by replacing the o2 mixer assembly, as no further issues have been reported.

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "failed pre-check for o2. O2 set to 100% but only goes up to 70%". This occurrence was noticed during the pre-operational check. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.